Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 34 mg/dl, and shakiness. Reportedly, the cause was unknown, however, customer believes it may be due to pump settings. Customer required assistance from parent to treat bg level via an unspecified treatment. The customer was instructed to consult with healthcare provider regarding bg level.